Event description:
Customer report lancet did not retract into multiclix device after firing, lancet is protruding from the device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.